Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt is unable to adjust her stimulation properly because the increase/decrease buttons on her pt programmer are sticking. A new pt programer will be sent to the pt to address the issue.